Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products that are cleared in the us. The pro code and 510k number for the mm.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products is identified. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported leak issue, as no objective evidence was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 10/2023).

Event description:
It was reported that during a port implantation procedure via internal jugular vein, the empty needle in the kit was allegedly leaking. There was no reported patient injury.